Event description:
According to the complainant a prosa was not adjustable postoperatively. The valve was implanted on (B)(6) 2015. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 170 cm

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) the valve was returned submersed in an unidentified liquid in the provided returnkit. Result: first we performed a visual inspection of the valve. Except for scratches, no significant deformations or damage of the valve were detected. The measurement of the plane parallelism could confirm this. Next we tested the permeability, adjustability, brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we dismantled the valve. Inside the valve we have found a minimal build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the valve was able to be adjusted to all specified settings. We cannot explain why adjustment difficulties could occur in the past. We can only assume that the implantation region may have been selected unfavorably due to the anatomical conditions of the patient, or that the deposits found could have temporarily impaired the valve. As described in scientific literature, the deposits encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.